Event description:
The customer reported that there was a problem with the cartridge. The lens did not eject properly. There was patient contact, the lens was partially implanted in the capsular bag using the yamane technique. A spare lens was used to complete the procedure. There were no patient injuries.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Based on the information provided, the risk assessment for the lucia product, and based on our experience, we have determined that the following factors may have caused or contributed to the reported device deficiency but are not limited to: inadequate application of ovd. The IFU asks for generous amount of ovd to be applied, which covers the lens and theblue cushion. If ovd is not placed on the blue cushion advancement of the plunger may be inhibited by high frictional forceand appear to become stuck. Excess force: this may be experienced when the blue cushion bypasses the iol. By attempting to push out the overridden iol, the volume of the injector tip increases and can cause the injector tip to crack or result in a stuck iol. If there is anyresistance felt during implantation, the surgeon should stop immediately. It is recommended that devices with a higherdiopter should advance the lens slowly, to allow the blue cushion to reshape and prevent the bypass of the iol. Dwell time after preparation: the IFU indicates that after you cover the whole lens and blue cushion with a generousamount of ophthalmic viscoelastic. Avoid touching the lens and blue cushion. You are to close the lid of the iol chamberto allow the lens to remain in this position until the surgeon is ready to implant it into the eye. Then you are to advancethe lens to the intermediate position. Gently press the plunger forward until an audible "click" is heard. The IFU recommendsthat after the lens is advanced into the conical section, the lens must be injected immediately. Dwell scenarios where thelens sits in this position for a prolong time prior to injection may lead to stuck iol issue. Viscoelastic materials may losetheir lubricity if allowed to stand too long.